Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was recently implanted and was told the battery would last till (B)(6) but when they went to the doctor¿s office on that day, they found that it was dead and had quit working. The patient reported that when they took the desktop charger (dtc) out of the box at the doctor¿s office, they noticed that the connector pin was bent. They reported that they had plugged in the ins recharger (insr) when they got home and it was not charging. A replacement dtc was sent. The patient called back after receiving the replacement and reported that they plugged it in with the white arrows not aligned. The patient also reported that there seemed to be a piece of plastic broken off in the insr. A replacement dtc and insr were sent. No further complications were reported/expected.